Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose event on (B)(6) 2015. Customer's blood glucose was 20 mg/dl at the time of event. The customer stated the cause of their low blood glucose was unknown. Customer stated they were sleeping and was found by their spouse. The customer declined to return the insulin pump at the time of the call.